Manufacturer narrative:
(B)(4).. Concomitant products: guide wire: sion blue, runthrough; stent: 3.0x28 xience xpedition. Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a 75% stenosis in the mid to proximal non-tortuous/calcified left anterior descending artery, a 3.0x33 rx xience xpedition stent was deployed in the distal segment of the lesion. A 3.0x28 xience xpedition stent was deployed in the proximal segment of the lesion overlapping the distal stent. The 3.0x33 rx xience xpedition stent delivery system (sds) was re-advanced for post-dilatation of both implanted stents; however, the sds balloon ruptured at 10-12 atmospheres. The device was withdrawn from the anatomy and the 3.0x28 xience xpedition sds was re-inserted to complete post dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.